Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.6, 1.8, lab: 15. Time between testing was 1 hour and 15 minutes, therapeutic range 2.5-3.5. No adverse event occurred. Technical service notified the caller that some medications/cancer/hypothyroidism could cause unexpected results as outlined in technical bulletin 104.

Manufacturer narrative:
Investigation pending.